Event description:
It was reported that the patient developed a right sided pneumothorax and accompanied right sided chest pain following implant of right atrial (ra) lead. Device and lead interrogation was performed with normal results returned at time of initial implant. Due to patient symptoms, the ra lead was repositioned, and no further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).